Manufacturer narrative:
Other contact person name: (B)(6). Updated fields: b4, b5, e1(event site email), e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b6, b7, d1, d10, e1(event site telephone), h6 (medical device ¿ problem code), (health effect ¿ impact codes). It was reported that the cs300 intra aortic balloon pump (iabp) had "error 52 displayed upon power-up". The department reported that a saline bag ruptured during a procedure. After dismantling the casing and checking the inside, no fluid was found. After several power-ups, the system reported "test ok." Since the cause was not clearly identified, a check was requested. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) inspected and confirmed via the device logs: electrical error 52 upon power-up. Troubleshooting performed. No traces or residues of saline were detected inside. Pressure transducers calibrated. Functional checks and diagnostic tests performed. Operational tests performed as normal. Repair completed. The device passed all performance and safety tests according to the manufacturer's specifications. The device had been returned to the customer and authorized for clinical use.

Event description:
It was reported by the customer that during procedure cs300 intra-aortic balloon pump (iabp) when power on signals error 52. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during procedure cs300 intra-aortic balloon pump (iabp) when power on signals error 52. No harm to the patient.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions,investigation findings).